Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient met with an abbott representative for reprogramming who was unable to get any paresthesia during the session. X-ray were taken and physician determined the lead had dislodged from the epidural space and was is sitting in soft tissue. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.